Manufacturer narrative:
Olympus followed up with the user facility multiple times in via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation of ¿the tip became loose and would not align¿. The report of loose tip was not confirmed but did confirm the tip not aligned properly. A visual inspection on the was performed on the device, and found no looseness as probe and grasping section are intact and remain rigid even a slight pressure was applied on it. There is some tissue build up. The ptfe pad (teflon pad) was inspected and found its tip to be melted, slightly burned /charred on the side causing metal to be exposed (non insulated area of grasping section); the teflon pad was still attached to the jaw.. The distal end of the device was inspected under a microscope and found charred stains on the tip of the probe due to thermal damage. The teflon pad became melted on one side so when closing the jaw section the probe touched the grasping section causing the jaw not to align properly. Furthermore, the device was then using an olympus test generator and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. When activating output in either seal or seal & cut modes with the jaw closed, the non-insulated area of the grasping section touching the probe tip causing the seal short-circuit error or seal & cut short circuit error respectively. Based on the investigation findings, the root cause of the tip misalignment is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated, or kept activating the output after the cutting of tissue was done. Also, the misalignment of the jaws are most likely due to applying the probe tip to the tissue with a strong force; twist while grasping the tissue; or pull the probe tip up grasping the tissue during use. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total thyroidectomy procedure, the tip of the device became loose. The intended procedure was completed with similar device. There was no patient injury reported.